Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call battery issues on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump did not respond and they received an alarm when they replaced the battery. Customer advised the display screen flickered and they did not have a new battery. Customer advised they would purchase a new battery and call back if issues persist.